Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerned a 59-year-old male patient of asian origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) (humulin r) insulin cartridge via reusable pen device (humapen ergo ii), 8 units in the morning ,10 units at noon, 14 units in the evening and 16 units at night (four times a day), via subcutaneous route for the treatment of diabetes mellitus beginning on an unknown date in 2004. On an unknown date in mar-2022, he experienced issue with his humapen ergo ll pen, the injection button of humapen ergoll could be pressed down to the end directly without clicking sound during injection until five to six units (batch# 1107d02, pc # (B)(4). On an unknown date, after starting human insulin regular, he experienced high blood glucose (no units and reference range provided), due to which he was hospitalized on an unknown date.on (B)(6) 2022, human insulin was discontinued, and he was switch to insulin lispro therapy as per his doctor advise. Information about further hospitalization details,corrective treatment, outcome of the event was unknown. Status of insulin human therapy was discontinued. Follow up not possible due to consent to contact not gained with reporter and hcp details were also not provided by the reporter. The patient was the operator of the humapen ergo ii and his training status was not provided. The patient continued to use the device after experiencing the alleged complaint issue and likely used the device beyond its approved use life. The status of the suspect humapen ergo ii was not reported and was not returned to the manufacturer for investigation. The reporting consumer did not know if the event was related to the human insulin therapy and the human pen ergo ll device. Update (B)(6) 2022: additional information received on (B)(6) 2022 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ll device associated with pc (B)(4); lot 1107d02. Updated the medwatch fields/ (B)(6) and (B)(6) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device and improper use or storage was updated from no to yes. Corresponding fields and narrative updated accordingly. Edit 28oct2022: updated medwatch and (B)(6) and (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Date of event: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2022. No further follow-up is planned. Evaluation summary: a male patient reported that in (B)(6) 2022 the injection button of his humapen ergo ii "could be pressed down to the end directly without clicking sound during injection until five to six units". The patient continued to use the device the patient experienced increased blood glucose in an unknown date. The device was not returned to the manufacturer for investigation (batch 1107d02, manufactured july 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings regarding device not working issues. The total number of dose accuracy complaints received for the batch is within the established batch threshold, and the batch is not atypical. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient continued to use the device after experiencing the alleged complaint issue. The core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use. While it is unknown how long the patient used the device, based on the amount of time elapsed since the device was manufactured (july 2011), it is likely the patient used it beyond its approved use life. The core instructions for use state the humapen ergo has been designed to be used for up to 3 years after first use. There is evidence of improper use. The patient continued to use the device after experiencing the alleged complaint issue and likely used the device beyond its approved use life. It is unknown if these misuses are relevant to the event of increased blood glucose.